Event description:
Ventricular lead failure. Failure to capture. Resistance measured at 1186 ohms. Explanted generator measured thresholds 12.6 ma, resistance measured at 1087 ohms, capture at 5-10v. Replaced lead. No fracture noted under hub.